Manufacturer narrative:
The device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. The device was monitored and no unexpected power loss alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alarm. Troubleshooting was performed. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.